Event description:
It was reported that during a shoulder arthroscopy surgery, the metal electrode at the front end of the super turbovac wand fell off in the articular cavity when ablation. The metal electrode detached from the tip, it was retrieved with tweezers. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been heavily used and eroded. Evidence of a sharp instrument touching the black wrap and metal tube. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma and coagulation generated on the remaining portions of the electrode. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site and/or mechanical displacement of tissue through applied force, using the wand above default output settings causing excessive electrode erosion. No containment or corrective actions are recommended at this time.